Event description:
Caller reported a neonate inform blood glucose result of 76 mg/dl, lab result of 46 mg/dl. Venous sample was taken at same time as meter result, was spun down and run within 30 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.